Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon on the 7th day of use. The balloon was ruptured by infusing air to remove the catheter. Per additional information received on 20-dec-2018, the user heard a sound to that of a burst when the air was infused. Due to the sound, the user assumed that the balloon was ruptured and removed the catheter. There was no medical intervention.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed salt accumulation inside the drainage lumen closed the inflation eye of the balloon and caused blockage. This made it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that it was difficult to deflate the balloon on the 7th day of use. The balloon was ruptured by infusing air to remove the catheter. Per additional information received on 20-dec-2018, the user heard a sound to that of a burst when the air was infused. Due to the sound, the user assumed that the balloon was ruptured and removed the catheter. There was no medical intervention.